Event description:
The pt reported that the infusion device shut down by itself. When the device was restarted e8 (power interrupt) was displayed. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The problem mentioned by the customer could not be reproduced. On (B)(6) 2012 was no power up/down. The pump passed all functional, alert- and error tests. No malfunction could be observed during the investigation. The problem mentioned by the customer could not be reproduced.